Manufacturer narrative:
(B)(4). Initial report. Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records will be reviewed when appropriate device details have been provided.

Event description:
Cormet revision after 9 years.

Manufacturer narrative:
(B)(4). Final report. Additional information, including device details, patient medical history, post primary and pre revision x-rays, explant and reason for revision were requested in order to progress with the investigation, however, not all were provided. Therefore, there was only limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. Corin now considers this case closed, however, should any new information be provided this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision of the right hip after approximately 9 years and 2 months due to pain from metal-on-metal reaction.